Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient commonly performs double power disconnects.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. D1: heartware ventricular assist system ¿ battery d4: serial#: (B)(6) h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a servicing or a manufacturing issue. Log file analysis revealed two (2) controller power up events with associated pump start events were logged on 13/dec/2025 at 18:25:17 and on 23/dec/2025 at 21:13:53, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 44% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). Momentary disconnections were recorded leading up to the first loss of power. No anomalies were observed leading up to the second loss of power. The controller was without power for ten (10) and twenty-three (23) seconds, respectively. Log file analysis also revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log files revealed one (1) instance involving (B)(6), where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Further review of the alarm log file revealed three (3) low flow alarms were logged since on (B)(6) 2025. The low flow alarms are an additional finding unrelated to the reported events. As a result, the reported events were confirmed. The associated batteries were lubricated prior to release. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources, as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA: pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Possible root causes of the communication error and resulting power disconnect alarm, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system battery. D4: model #:1650de / catalog #: 1650de. Expiration date: december 31, 2021. Serial #: (B)(6). D9: no. H3: no. H4: mfg date: december 04, 2020. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a power disconnect alarm was logged onto battery. Additionally, two controller power-up events with associated pump start attempts were logged on controller, indicating multiple loss of power to the controller. The controller was powered off for approximately 10 seconds. The controller, and battery remain in use. No patient complications have been reported as a result of this event.